Event description:
It was reported that the handpieces attached to this console would run on their own. Other consoles were tested and the handpieces worked properly. There was no pt involvement and no adverse consequences were associated with this event.

Manufacturer narrative:
The console has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.